Manufacturer narrative:
Concomitant medical product: product ID: abstack20s sht 5mm sgl use abs dev 20 (product ID: abstack20s lot#: n7m0039mx). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after the implant, the patient experienced recurrence and pain. Post-operative patient treatment included hernia repair with revision surgery.